Event description:
The customer reported of hard drive errors on bootup, registration errors on application startup. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that they were getting "hard drive" errors when trying to boot up the central nurse's station (cns: pu-621ra), and "registration" errors upon cns application startup. No patient harm was reported. Service requested / performed: evaluation / repair: device was sent back to nka for evaluation and repair. The reported issue was duplicated. Both hard drives (9000006111a hard drive, 500gb, cns-6201 2 ea) were replaced to clear the errors. Investigation summary: the root cause is attributable to being overdue on preventative maintenance. The internal hard drive(s) have an expected life of 20,000 operating hours (equivalent of two years). When usage has exceeded 20,000 hours of operation, the cns displays a prompt at the bottom right corner to let the user know it's time to replace the hard drive(s). When checking the hard drive status, the user can replace the faulty hard drive(s) or continue using the same hard drive(s) if no issues were observed. Based on this observation, it can be concluded that hard drive failure is attributable to the end of the component's useful life. The reported issue does not require further investigation through CAPA process. Per the hha 20-001, risk mitigation factors are acceptable, and the residual risks are acceptable. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 .

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was rebooting on its own. They will send the unit in for evaluation and repair. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of hard drive errors on bootup, registration errors on application startup. No patient harm was reported.